Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and was reported that it produced a lot of smoke while running. The device was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. Visual inspection was performed on the returned device and found that the inner bearings had become misaligned relative to the long attachment axis, preventing bur insertion. We could confirm there was a relationship established between the reported event and the device. Based on the investigation and the prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to mechanical component failure of the inner bearings becoming misaligned. When misaligned, there can be friction between the bur and inner bearings when the bur is spinning, resulting in overheating and smoke.

Event description:
It was reported that during a demo case, the drill did not stay seated in handpiece. Also lot of smoke from long attachment during cutting. No patient involved. Investigation results showed that this was a long attachment issue only.